Manufacturer narrative:
This report is being supplemented to provide a correction to h6 coding for the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector (s-cover.) The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to wear of the scope cover packing, switch #1 was cut, the air/water and suction cylinders had no color, the switch box was dented, the plug unit had corrosion, the scope case unit was dented, the play of the up/down knob did not meet the standard value due to wear of the angle wire, the cover of the light guide bundle was damaged, the bending section cover adhesive was detached, the connecting tube was scratched, the distal end was shaved, the adhesive around the light guide lens was chipped, and the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the flex video scope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the distal end. The report is being submitted due to foreign material in the scope found during evaluation.